Manufacturer narrative:
(B)(4). Medical product: unknown vanguard xp medial bearing, catalog#: unknown lot#: unknown. Unknown vanguard xp lateral bearing, catalog#: unknown lot#: unknown. Unknown vanguard xp femoral, catalog#: unknown lot#: unknown. Initial reporter: dr. (B)(6), ¿modern day bicruciate-retaining total knee arthroplasty: a short term review of 146 knees¿ customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 00110, 0001825034-2018-00108, 0001825034-2018-00107. Product location unknown.

Event description:
It was reported in a journal article that one patient underwent a revision approximately 9 months post operative due to pain and limited range of motion. During the procedure, a cyclops lesion was discovered.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.